Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-29. It was reported that the rep met with the patient and was able to accomplish adequate leg coverage with minimal side/abdominal pain. The rep noted that the patient also needed stim in her back. It was noted that prior programming was effective in the patient¿s back, but at the time of the report, it wasn't, which led to a suspected lead migration. To attempt to resolve the issue, the patient was going to test whether the leg stimulation was enough because she did not have leg pain. If not, an x-ray would be requested to confirm. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was potential lead migration. Prior programming provided excellent paresthesia. Now it elicits abdominal/side stimulation. The patient reported no falls/car accidents or anything else that would have caused the leads to migrate. Stimulation coverage was tested on all electrode combinations and everything elicited abdominal stimulation, except for lower lead electrodes, which were utilized to provide leg coverage. No further complications were reported/anticipated.